Event description:
It was reported that the patient underwent a laprascopic cholestectomy procedure in 2003. Two weeks post operative it was noted that the wound was inflamed. An incision and drainage of the wound was performed and it was closed with a nylon suture.